Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient is a (B)(6). Although requested, additional patient information was not provided.

Event description:
It was reported that at the end of the caffeine citrate 1ml infusion, there was still a significant amount of the drug remaining in the syringe. This occurred in nicu. It was the clinical pharmacist¿s belief that due to the barrel size similarities between 1ml and 3ml syringes, the user loaded 1ml syringe and chose 3ml syringe size during infusion programming. Although requested, additional information was not provided.